Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown and the exact cause of the event could not be determined. Inspection of the download data and patient history buffer (phb) data showed that the automated glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 27 mmol/l (486 mg/dl) while wearing the pod between 1 and 4 hours on the leg. Investigation of the pod found the cannula to be damaged. The device was originally reported due to the patient being uncertain whether the pod was delivering insulin.